Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported complaint. The unit powered up as expected but the local area network / interface card (lan I/f) voltage was reading low at 4823 millivolts (mv). When voltage drops below 4700 mv the unit will reboot. Per recommendations of the manufacturer's technical support specialist the vr1 in the ccm was increased to 5100 mv. The unit operated to the manufacturer's specifications.

Event description:
It was reported that upon start up of the central control monitor (ccm) it would continuously reboot. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's technical support specialist, the normal range for the local area network / interface board (lan/if) voltage reading is 5000-5150 millivolts (mv). If the reading is low there is a possibility that it would cause a reboot. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicated that the issue occurred during set-up. As a result, an alternate device was employed.